Manufacturer narrative:
The returned device, intended for use in treatment, was returned for evaluation. There was a relationship found between the device and the reported incident. Visual inspection shows a broken/detached grasper at distal end. The grasper was returned separately in a plastic bag. During the functional evaluation both needles could be extracted by using a smart stich device because the pp-connector is a single use device. The rod inside the pp-connector moves when the clamp lever is pressed. The pp-connector is broken. The complaint was verified and the root cause was determined to be a mechanical component failure. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that when using the perfect passer with smart stitch the end broke when it was fired. The piece did not come off inside the patient mr nanda managed to remove the smart stitch and this was when it was identified that the end had broke.